Manufacturer narrative:
As reported, during use of the ventralight st w/ echo ps it was noted that the balloon broke when inserted into the abdomen. The sample was discarded by the user facility. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 190 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2025 using a ventralight st w/ echo ps it was reported that "the inflatable green support (balloon) broke as soon as the mesh was inserted into the abdomen, making it impossible to insufflate. We therefore used another mesh." There was no patient injury.